Manufacturer narrative:
Interrogation of the pump showed it was used to deliver morphine 10.0 mg/ml and ketanest 1250.0 mcg/ml.: analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. The patient's lawyer reported the patient was complaining of missing/no therapy effect of the pump. The event date was (B)(6) 2017. The patient was assuming a malfunction of the pump, "which results in upcoming legal case." It was stated there were no contributing factors. Troubleshooting performed was unknown. The pump was explanted in (B)(6) 2017. It was unknown if the pump was replaced. The pump would be returned. It was unknown if the issue was resolved. The patient status was alive - no injury. No further complications were reported or anticipated.